Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. Reportedly, the supera stent deployed, but was removed since it would not release from the catheter. Another supera was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully deploy the stent resulting in the reported activation/deployment failure. Interaction with the anatomy/other devices, manipulation and/or inadvertent mishandling resulted in the noted device damages (kinked sheath, kinked inner member, bent ratchet ear, cracked ratchet braidings) thus likely contributing to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.na